Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locked properly into the reservoir compartment. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, the hardware worked as expected. No pump error 42, 41, and 82 alarms were noted during testing. Successfully downloaded history files and traces using thump software. Pump error 82 was found in the history file/long trace file on the event date of 06/05/2023 at 08:26:00.000 due to a possible software error. No pump error 42 alarms were noted in the history files and traces. Pump alarmed 4 pump error 43 alarms on the event date of 06/05/2023 at 10:22:01.000, 10:46:02.000, 11:06:19.000, and 11:09:27.000. Pump alarmed 3 pump error 41 alarms on the event date of 06/05/2023 at 10:22:01.000, 11:06:19.000, and 11:09:27.000. Pump alarmed pump error 38 alarm on the event date of 06/05/2023 at 10:46:03.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Also found dried insulin on the motor slide. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, damaged display window cover, and label damage. Pump error 82 was confirmed in the pump history files and traces due to a software anomaly. Pump error 42 was not confirmed. Pump error 41 was confirmed as a consequence of pump error 43. Pump error 43 was confirmed in the pump history files and traces due to dried insulin on the motor slide. Pump error 38 was confirmed in the history files and traces due to dried insulin on the motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 82, 41, and 43 alarms alerts; the pump faults 82, 41, and 43 were corrected by clearing the alert, however, the pump could not be rewind for use again. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.